Event description:
During the transsubclavian tavr for a 26mm sapien 3 valve, valve movement on balloon and balloon torn occurred. The esheath and the delivery system were inserted without problem. During the valve alignment, the coaxiality of the valve and the flex tip was not good; however, the alignment was completed. When the valve crossed the annulus, the valve moved toward the flex tip. The valve was realigned, and the valve moved again, and this was repeated several times. When the negative pressure was given to the inflation device, blood was seen in the solution. The delivery system was withdrawn into the sheath; however, the valve was not able to be pulled back into the sheath. The operator tried to remove both the sheath and the delivery system as a unit; however, it stuck. The procedure was converted to a surgical procedure. The subclavian artery was opened to remove the device. The lesion was repaired, and procedure was completed.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. Correction to d7. The commander delivery system (ds) was returned for examination. Visual examination found that the I/c bond was torn with proximal wings flared outward. The inflation balloon material bunched distally from the inflow. In addition, gouges were present on the flex tip. Functional testing indicated that engineering was able to pull the balloon shaft to the warning marker, lock, and utilize full fine adjustment with no abnormalities observed. Additionally, locknut/collet force measurements were taken of the returned device, and the recorded measurement shows that the device met the specification. Dimensional testing found that double-wall thickness measurements of the crimp balloon were taken, and the measured components were in specification. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint. The following instructions for use (IFU) were reviewed: IFU for commander delivery system, device preparation training manual, device procedural training manual and procedural manuel supplement for subclavian and axillary approach. Based on the review, no IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for valve alignment difficulty and balloon torn, thv moves on balloon, and withdrawal difficulty was confirmed based on evaluation of the returned complaint device. No manufacturing non-conformances were identified during the engineering evaluation. A review of the DHR, lot history, manufacturing mitigations, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, "during the valve alignment, the coaxiality of the valve and the flex tip was not good; however, the alignment was completed", the lcs had an angle of 63 degrees and "valve alignment executed in tortuous vessel". As difficulty was reported with coaxial alignment, it is possible that valve alignment was performed in a tortuous (non-straight section) vasculature, this can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and "dive" into the flex tip, as evidenced by gouges on the flex tip. If the thv is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system which can consequentially lead to the reported valve alignment difficulties. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. The study revealed that performing valve alignment in a curvature appears to increase the possibility of "diving" (thv become unseated from the flex tip), which in turn increases valve alignment force. Higher alignment force appeared to have a higher likelihood of occurrence at tighter radii. As reported, "when the valve crossed the annulus, the valve moved toward the flex tip. The valve was realigned. The valve moved again, and this was repeated several times. When the negative pressure was given to the inflation device, the blood was seen in the solution" and "per the physician, it was possible that the balloon was damaged by the valve during the alignment". Evaluation of the returned complaint device revealed a torn I/c bond. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in pra. As identified in the pra, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. As difficulty performing valve alignment was reported, it is possible that increased forces of performing valve alignment may have weakened the balloon and caused the balloon to tear and subsequent inability to deploy the thv. Additionally, as the balloon may have torn during valve alignment, it is possible that, as the distal end is no longer supported by the I/c bond, the thv would be susceptible to moving as the delivery system advances/positions in a tortuous anatomy. As reported, "the delivery system was withdrawn into the sheath; however, the valve was not able to be pulled back into the sheath. The operator tried to remove both the sheath and the delivery system as a unit; however, it stuck." The same tortuosity previously mentioned within the patient anatomy may have also contributed to the reported withdrawal difficulties. The presence of tortuosity can create challenging anatomy which can create non-coaxial withdrawing angles. The distal end of the delivery system along with the crimped valve can create a non-coaxial withdrawal configuration that could have caused the crimped valve to catch onto the distal tip of the sheath, and therefore contribute to the withdrawal difficulty reported. A definitive root cause is unable to be determined. Available information suggests that patient (tortuosity) and/or procedural factors (withdrawal of torn balloon, non-coaxial withdrawal) (navigating with torn balloon, tension build-up) (valve alignment in non-straight section) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaints for (balloon torn) separation of the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment (pra) and CAPA.